Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. A cut was noted in the insulation 185-192 mm from the terminal pin at the suture sleeve tie down site. Cuts were also noted in the suture sleeve. Dried blood/body fluid was noted in the helix housing and past the window area. This lead passed testing which confirmed the insulation integrity and electrical continuity of the lead. The clinical observations could not be confirmed.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific crm received information that this patient reported a fall. After the fall, there was intermittent loss of capture, poor sensing and high threshold measurements on the right ventricular lead. As a result, the lead was explanted. No adverse patient effects were noted as a result of the procedure.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.